Event description:
We received an allegation of questionable ise results for an unspecified number of patients' samples tested on a cobas integra 400 plus analyzer. Results for the sodium (na) test were affected. Discrepant results for 1 patient sample were provided. Initial result: 121 mmol/l. Repeat result: 139 mmol/l. The customer questioned the initial result and the sample was then repeated. No questionable result was reported outside the laboratory. The repeat result was deemed to be correct.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. Calibration and qc were acceptable prior to the event. The customer stated that the instrument also generated unstable alarms and internal ise fluidic transport problem alarms. The field service engineer (fse) identified a loose peristaltic pump tube that was not seated correctly. He replaced the complete ise tubing set, exchanged dry and mix tubing, adjusted the dry and mix service tool, and did a sample time adjustment. The fse also did an ise initialization maintenance, electrode activation, tubing conditioning, automatic washing of the ise tower, and checked the sample needles and they all were successful. Calibration and qc were performed and they were acceptable. The instrument was released for use. The root cause was due to a loose peristaltic tube that was not seated correctly.